Event description:
Dissolvable suture placed during surgery. Suture site bothering patient, making activities difficult. After one year and 10 months, blue suture was surgically removed. Suture was like hard plastic.